Event description:
The ball joint on the operative leg is faulty. This resulted in the leg moving once under traction instead of being in position. The surgeon was able to move the leg without releasing the orange knob at the end of the operative leg holder. Because the surgeon was unable to guarantee the safety of the traction he abandoned the surgery. The patient had to be anesthetized unnecessarily. Case is rescheduled for (B)(6) 2012. This is a loan item therefore number of times used cannot be determined.

Manufacturer narrative:
The evaluation stated the hip distracter was returned with the old style carriage assembly. The beam was dented and a pull test demonstrated low lithotomy force. Upon inspection the spherical ball and socket it appeared to be dry with no evidence of silicone at the joint. This connection will require cleaning and reapplication of silicone to restore the performance of the device. Of note the device passed the required pull tests here before service of the ball connection. After reviewing the unit and conduction the 3 force tests, the carriage tests pass at the 155lb pull test, but both the abduction and lithotomy tests failed at 32lbs and 60lbs respectively. The ball joint appeared to be dry. The overall condition of the unit was rather dented. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4): device has been received and evaluation is ongoing. (B)(4).